Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon review of session records, high ventricular rate episodes and noise reversions were noted. It was noted that the right ventricular lead exhibited noise that was too large to be programmed. Lead revision was suggested. The patient was not pacemaker dependent. No intervention was performed, and the lead remains implanted. The patient will continue to be monitored.